Event description:
Reporter alleged discrepant blood glucose result of 428 mg/dl performed on the customer's advantage system compared to a reading of 140 mg/dl performed on the emergency medical technician's (emts) system when testing was performed 10 minutes apart. Customer stated no treatment was received at that time, however, they were transported to the hospital, admitted for 5 days, and treated for a condition not related to diabetes or the system results. The exact location of the testing was not provided. A request was made for the return of the suspect device and replacement product was sent.